Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current measurement test and active current measurement test. All currents are within spec range. The pump was monitored and no unexpected power loss noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, stuck key alarm (61) was found in history file due to moisture damage on keypad connector and electronic assembly noted. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and keypad connector assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged battery power loss not confirmed. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Alarm-keypad/button error confirmed. Expose to moisture noted. Cracked keypad overlay confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the stuck button alert, no button being pressed at the time. The customer can't clear the alarm, tried removing the battery, got a power loss alarm upon inserting a new battery. The customer's pump not in smartguard, no sensor glucose readings on the shield while navigating on the pump, got another stuck button alarm, no button being pressed at the time. The customer added that pump was lightly bumped into a metal live trap but no visible signs of damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the stuck button alarm, and the pump was not exposed to change in altitude. Troubleshooting was not performed for the cosmetic damage, and the auto mode. Troubleshooting was performed for the power loss alarm and the customer was able to clear alarm and unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.